Event description:
I have had breast implants for 16 years, I have been getting very, very sick starting 2009. I have a list of stuff going on with me that is making me very sick and it's all from my implants, hair loss, pain in my boobs, lupus, fatigue, brain fog, hives, joint pain, weight problems, night sweats, swollen lymph nodes, numbness in feet and hands, anxiety, chest pain, hot flashes, low energy, dry skin, inflammation, headaches, they need to come out so bad. I keep getting sicker every day but no medical coverage to get them out. Just wanting you guys to be aware of how sick that they're actually making me. FDA safety report ID# (B)(4).